Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified infection. The patient was hospitalized for the infection. The patient reported the cause of the event was due to the ¿tubing¿ and ¿machine¿ (no further details provided). Treatment details, action taken with dianeal therapy, and the patient¿s recovery status were not reported. Two weeks after admission, the patient was discharged to a rehabilitation facility where they stayed for one week. No additional information is available.